Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin delivery was suspended due to sensor glucose vs blood glucose difference. The blood glucose value was 100 mg/dl. Customer received a calibration not accepted alert. The customer reported bleeding and was not taken treatment. The event involved product(s) mmt-7040a, mmt-7040a, mmt-7841zn. Troubleshooting was performed. Customer requested to run tester procedure for the transmitter. Tester procedure passed. The sensor glucose value that triggered the suspend on low event value was 59 mg/dl. The low limit in the sensor setting value was 80 mg/dl. The blood glucose value associated with the triggered suspended event was 100 mg/dl. The sensor glucose and blood glucose difference was not within the target range of glucose difference. Customer stated that was not taken medication such as acetaminophen, paracetamol or hydroxyurea. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-7040a. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-7841zn.